Event description:
The customer stated, she was hospitalized for high blood glucose levels. The customer stated, her blood glucose levels were within range prior to going to bed. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.